Manufacturer narrative:
Device code 1494: off-label use (under 21yrs of age at date of implant). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -10.0/+1.5/074 into the patient's right eye (od) on (B)(6) 2024. The lens was exchanged on 10-jan-2024 for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown.